Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's spouse stated that they called 911 on (B)(6) 2022 because the patient lost consciousness. It was reported that the cgm was displaying 63 mg/dl at the time and when the paramedics arrived, they checked a finger stick and the patient's bg was 30 mg/dl while the cgm was still displaying 63 mg/dl. The patient was transported to the hospital at was admitted to the intensive care unit (ICU). The patient was treated with glucose and the patient's spouse stated they were in a coma for 5 hours. The patient was transferred to a room in the hospital when their glucose values were in normal range. The patient was admitted for two days and was realized once they were stabilized. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.